Event description:
(B)(6) called into the emergency support program line to request support from the ICU with a gas loss alarm. He stated they were unable to resolve the alarm by pressing start. When asked nelson stated the pump had been in standby for 5 minutes. Esp personnel asked him to verify there was no blood or discoloration in the helium tubing. Nelson placed esp personnel on hold and then confirmed there was no blood or discoloration. Esp personnel guided the staff through proper troubleshooting to include checking the helium tubing for blood or discoloration pressing the iab fill key for 2 to 3 seconds pressing start and then checking the helium tubing again. The pump restarted without issue. Esp personnel reviewed the nature of the alarm and discussed possible clinical causes. The patient was intubated with a peep of 8. Esp personnel encouraged staff to call back if the alarm occurred several times within an hour so troubleshooting could be performed together. Esp personnel reviewed proper troubleshooting steps for gas loss again. At 6.45 am esp personnel received a call from the bedside nurse who stated she wanted to confirm the information provided earlier so it could be shared with day shift. Proper troubleshooting and potential clinical causes for the alarm were reviewed. She stated the patient was tachycardic in the 110s mildly febrile and on a peep of 8. No harm or injury to the patient was reported.

Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, conclusion), h11. The customer stated they were unable to resolve the alarm by pressing start and the pump had been in standby for approximately five minutes. Staff performed appropriate troubleshooting including checking the helium tubing for blood or discoloration pressing the iab fill key for 2 to 3 seconds pressing start and rechecking the helium tubing after which the pump restarted without issue. Esp personnel explained the nature of the alarm discussed potential clinical causes encouraged the customer to call back if the alarm occurred multiple times within an hour for further troubleshooting and reviewed proper gas loss troubleshooting again. At the time the patient was intubated with a peep of 8 and staff expressed appreciation for the support. Customer called back to confirm the information provided earlier so it could be relayed to the day shift. Troubleshooting steps and potential clinical causes were reviewed again and the customer reported the patient was tachycardic in the 110s mildly febrile and remained on a peep of 8.